Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the carefusion coordination engine and confirmed the carefusion coordination services were running and that messages were processing as expected. Fse then contacted the customer, who confirmed that the issue had been resolved approximately 30 minutes after it was initially reported and confirmed that everything was up and running normally. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all orders were not crossing over. There were no delay or adverse events or injuries reported based on this event.